Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed with a closure device being implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure the patient was slow to wake from anesthesia. A cerebral vascular accident was suspected, but an MRI was inconclusive. The next day the patient was experiencing neurological symptoms, but eventually fully recovered from these. 2 days post procedure the patient coded and a groin hematoma was discovered as the cause. The patient ultimately passed away.